Event description:
On 9/24/25, the customer's neighbor contacted acorn to request a repair for the stairlift, stating that it had not been working for about a week or so and the owner has not call acorn to request any service. She also reported an incident that occurred on (B)(6) 2025. According to her, the customer had walked up the stairs to use the bathroom. When he came out with the walker, one of the foot of the walker got caught on the rail, causing him to lose his balance and fall to the bottom of the stairs. The neighbor noted that the customer's eyesight is poor and that he had forgotten about the rail along the stairs. As a result, he sustained a cut on his right temple requiring stitches, along with swelling around his eye and eyelid, and bruising on his arms and body.